Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast augmentation primary with mentor memorygel breast implants 450cc (r) and 300cc (l) and experienced bilateral animation deformity and capsular contracture baker grade iii on the right side post-operatively, which was confirmed during a physical exam. The patient reportedly experienced trauma to the right breast (hit on breast twice) which may have caused or contributed to the event. As a result, the patient underwent removal of the right breast implant and replacement with a mentor gel breast implant on (B)(6) 2022. No explantation date was specified for the left breast implant. This report is for the left breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).